Event description:
The facility contact called to report an infusion pump with an overinfusion found during pt use. The pump was set to infuse 1000cc's of tpn in 24 hours, and the entire amount infused in 7 hours. The infusion was started at 2:30pm and set to run at 40ml's per hour. After the 7 hours, the bag was emptied, but the pump displayed that 744ml's were still left in it. No pt injury was involved, and no medical intervention was needed. The contact was not sure if any incident reports have been filed on this pump since the last baxter service event.